Event description:
It was reported that the rigid videoscope had a leak/bubble from the handle near the blue collar. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. The following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on distal edge, loose light guide adapter, and multiple minor cracks on sides video connector were found. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the rigid videoscope had a leak/bubble from the handle near the blue collar. There were no reports of patient harm.